Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The technician stated that the system leak test failure was related to the test fitting used during testing and not a malfunction of the device. No parts were replaced to address the reported malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer contacted technical support stating that unit failed system leak test. The customer reported there was no patient involvement.